Event description:
As reported, a ventralight st w/echo ps was used during a laparoscopic ventral hernia repair procedure on 30-sep-2022. It was reported that device was hydrated and rolled inside prior to insertion. A 12mm trocar was used and the mesh was successfully fixated in the correct position. As reported, after removing the echo ps from the patient¿s abdomen one of the four connectors was noted to be missing from the echo ps. The patient¿s abdominal cavity including the mesh were searched/inspected, however the missing connector could not be located. The surgeon completed the procedure assuming the connector was in between the abdomen and the mesh. There was no reported patient injury.

Manufacturer narrative:
As reported, one of the four connectors was noted to have detached from the echo ps following removal from the patient¿s abdomen. The surgeon completed the procedure assuming the connector was left in vivo. A photo was provided of the echo ps balloon frame. Review of the photo confirms one of the mesh connectors is not present on the echo balloon frame. There is no damage identified to the echo frame or in the area of the fame where the connector would be present. Review of the photo cannot assist in determining a possible root cause. Based on the photo evaluation and investigation performed, root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. (B)(4). Not returned.